Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a defect in the insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter stated they were not able to confirm the damage by themselves, they were not aware of any damage to the conductor wire, and they cannot confirm if the damage was related to the instrument shaft. There were no signs of thermal damage. The instrument was removed from the inventory after being weeded out. The patient sustained no injuries; the surgery was completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken and there was no missing piece. The instrument passed the electrical continuity test, and no thermal damage was found on the instrument. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation not reported by site: the instrument was found to have mechanical indentations/burrs on the bipolar yaw pulley near the damaged wire insulation. The probable root cause is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.